Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The asahi prowater 300 cm guide wire is being filed under a separate manufacturer report number. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Return of the otw mini trek catheter and guide wire may have aided in the investigation and determination of cause as without the product to examine a conclusive cause could not be determined. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for analysis and the lot number was not provided. All products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that the 1.5 x 8 mm otw mini trek was used for a septal ablation procedure in the first septal coronary artery. The mini trek was loaded over the 300 cm prowater guide wire. The mini trek was inflated between 10 to 12 atmospheres (atm) and the prowater guide wire was attempted to be removed while the mini trek remained inflated. The prowater was unable to be removed with the mini trek in its inflated state, so the mini trek was deflated to zero atm and the guide wire was removed without incident. The mini trek was reinflated to 7 atmospheres, but there was still minimal movement of the prowater wire so a maverick balloon was used instead. There were no adverse patient effects. No additional information.